Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 78mm abdominal aortic aneurysm. The patient had an aortic neck diameter of 40mm length measuring 25mm in length. It was reported approximately 20 months post the index procedure the patient experienced in-hospital cardiac arrest, atrial fibrillation, acute kidney injury, and delirium. A coronary artery bypass grafting was performed however it was reported that the patient died due to upper gastrointestinal bleeding.